Manufacturer narrative:
Philips has investigated this complaint. Per information collected the procedure was completed by moving patient to another room. The philips field service engineer (fse) went onsite, and customer informed that the ippc (image processing pc) would not boot up. The fse replaced the ippc and returned to philips for further analysis. The analysis confirmed that the ippc was malfunctioned due to power supply failure. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system locked up, the image processing computer shut down and would not boot, which can impact imaging. The device was inside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.